Event description:
It was reported that during the da vinci s prostatectomy procedure, the surgical staff felt an abnormal stuck feeling during exchanging the instrument. The staff was unable to insert another instrument, they inspected that cannula, and they found a broken portion on the cannula. The staff exchanged it into a backup cannula, and the planned procedure was completed without problem.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that cannula was found with the shaft cracked at the tip, with two hairline cracks approximately 1.4' in length. Engineering concluded that damage was likely due to excess force applied normal to the cannula tip. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event. The endowrist instruments instructions for use (IFU) specifically states: inspection instructions warning: do not use a damaged cannula or reducer. Damaged cannulae and reducers may abrade the instrument shaft and generate particles that may fall inside the patient. Warning: cannula defects can be caused by dropping the cannula or handling it roughly.